Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 31-aug-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 3.3mg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2019 it was reported that the patient reported signs of withdrawal and was admitted to the hospital to manage the symptoms. The patient was also experiencing pain. The physician tried performing a couple of boluses to try to see if that helped the patient. After a few days of no change, a catheter replacement was scheduled and performed. The environmental, external or patient factors that may have led or contributed to the issue was the patient had a big fall at the end of (B)(6) resulting in a broken leg and he described that after that the ¿pump never seemed to work the same¿. The diagnostics and troubleshooting performed was the physician performed a couple of boluses on (B)(6). The boluses did not help with the patient¿s pain. The actions and interventions taken to resolve the issue was a catheter revision was performed. It was noted that catheter was aspirated, and the physician was unable to get flow from the catheter. The catheter was replaced, and the new catheter was connected to the pump. Flow as sustained throughout the new catheter and was confirmed again after it was connected. It was also noted that the physician tried to remove all of the catheter but there was about 20 cm that he could not explant due to scar tissue in the track that he tunneled. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter revealed catheter body; user related hole. If information is provided in the future, a supplemental report will be issued.